Manufacturer narrative:
(B)(4). The device investigation is pending.

Event description:
Just opened 4 more of the rusch belly bags and again difficulty opening and closing the opening for urine drainage.

Manufacturer narrative:
(B)(4). The historical complaints have been checked, there were similar issues received before. Since there is no relevant lot information in the complaint, we conducted a self-inspection on the latest production, the lot is 20220825. The DHR has been reviewed. The incoming, in-process and final inspection have completed, and all results meet the specification. The operators and inspectors have been effectively trained, they have no change. There is no deviation in the incoming inspection of the valve within 3 months. We randomly select and check the inventory valves, they can open and be used smoothly. After the above investigations, we have not found there is any deviation in the production and inspection processes. So we think there may be some other factors about the customer feedback, such as whether the valve is deformed, or too much force. And there is screw loose, kink and other conditions that cannot twist. In addition, we received the sample of the problem sent by the customer when the similar problem complain happened last time. Then we had a check and test on the sample. After filling the bag with simulated urine, the valve can be opened and closed 10 times normally. In the process of repeated testing, due to the structural characteristics of the product itself, we found that if single-hand operation of the valve, it is easy to twist, and not easy to operate. It is more secure to use both hands together. In order to avoid torsion when opening the valve, support the upper part first, and then open or close the valve with the other hand in the direction indicated by the arrow on the bag. Since the lack of an actual sample, we cannot determine the root cause at this present time.

Event description:
Just opened 4 more of the rusch belly bags and again difficulty opening and closing the opening for urine drainage.